Event description:
It was reported that during a refill procedure the healthcare provider (hcp) was able to aspirate the reservoir, but unable to fill the pump completely. Hcp was able to fill 5 ml and couldn't get any more in. Hcp tried a new needle, holding negative pressure for 6 minutes to make sure all air was aspirated from the reservoir and then attempted filling again without any success. Locked reservoir valve process was reviewed but hcp was not able to fill. Hcp pulled out all the drug and negative pressure didn't work. Hcp was to try injecting a small amount of preservative free normal saline with a smaller syringe next. Drugs delivered via the device were clonidine bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Event description:
During the refill the expected reservoir volume was 6.3 ml and 7 ml were aspirated. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).